Event description:
Event verbatim [preferred term] huge black burns on the back of shoulder/red and blistery/ blisters in a circle the size of an apple/like dark brown and huge; blistering/it felt bubbled/became so sensitive; bad pain/hurts [burns second degree] , never checked her skin under the product while wearing thermacare/read the usage instructions on thermacare before she used the product [intentional device misuse] , dark brown skin in that spot, that is about 3 x 3 inches/ flat and dark [skin discolouration]. Case narrative: this is a spontaneous report from a contactable consumer (patient). A (B)(6) female patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain), device lot number t65617, expiration date sep2020, upc/UDI number (B)(4), ndc number (B)(4), from (B)(6) 2018 (2 days ago) to (B)(6) 2018 at unknown frequency because she had a knot in her neck in her muscle, muscle pain and stress in her neck. Medical history included blood pressure abnormal from 2014 to an unknown date, which was diagnosed in 2014, she took the pill and her blood pressure was now perfect because she went to the gym every day. Concomitant medication included ethinylestradiol, ferrous fumarate, norethisterone acetate (junel fe) for birth control and losartan tablet (strength: 50 mg) orally at 50 mg for blood pressure. The patient previously used thermacare heatwraps for unknown indication and experienced no adverse effect, did not experience any problem/symptom. The patient used the heatwrap on (B)(6) 2018 (2 days ago), wednesday night she put it on and then had huge black burns on the back of her shoulder which was red and blistery on (B)(6) 2018. The blisters were in a circle the size of an apple. The patient applied silvadene cream to the area which helped and today (B)(6) 2018 the blisters were gone. The patient reported that she now had dark brown skin in that spot, that was about 3 x 3 inches, it was flat and dark in (B)(6) 2018. The patient further stated that she used this thermacare heat wraps all the time when she had extra pains and couple of days ago she had a knot from the gym, she guessed, that was from the stress in her neck and she was using ice and then she put this on, the heat because she only had probably put it on around 5 pm and when she was getting ready for that she took it off, wasn't really very warm anymore and she put a fresh one on and she laid back on her bed, she was watching tv, and the next morning got rest she went to the gym and her neck was killing herself like she was putting ice and then she went to touch it and it felt bubbled on (B)(6) 2018. She made her daughter look at it and had 2 blisters and a huge burn which was why became so sensitive. So, yesterday (B)(6) 2018 , knowing that there was something there, she had an old container of silvadene cream (silver sulfadiazine) usp 1%, which was like a burn cream. She had 2 containers. She put that on and a piece of gauze that was sterile and wore it all day and this morning she woke up, the blisters were gone but now it was like really dark brown and huge she had like a really bad burn. She asked if this was when she should be doing using this cream. She stated "so my question is should I continue to keep using this cream that I have silvadene (silver sulfadiazine) cream it is but they are not, the one says expires oct2019 that is okay. The other one expires 2013 but are they still technically do work." She stated that the one container she had found in the cabinet, it expired in 2013. Then she found another one in her car, this one looked like it said, expired oct2018. She thought it's an 8. She didn't know what to put on this burn. She stated that she just put it on immediately herself because it was blistering and very red now today it's more of a burn. She stated that she had a knot in her left kind of on the shoulder but a little bit below where she had a knot and didn't know if she pulled a muscle in the gym because she went to the gym every day. She stated that yesterday (B)(6) 2018 morning was when she saw it. When she got up in the morning, as soon as she woke up it was very painful her back so she needed her daughter look at it and she took a picture. She had a photo of it with the blister yesterday (B)(6) and then today (B)(6) 2018 the blisters were gone but it's a top burn now. It hurt. She was olive and had a pretty bad pain. She took advil for the pain. The patient was currently under the care of a primary care physician. She did not have diabetes, poor circulation, heart disease nor difficulty feeling heat at all and she was very healthy. She did not have sensitive skin at all. She had no abnormal skin conditions. She previously used heating pads in the past but not since like it because this was wonderful, it was very well for her and never experienced a problem/symptom. She purchased red box. This thermacare heatwrap said muscle pain therapy for 8 hours and on the box they sell it on the upper back shoulder like where she put it. It said multi-purpose and they showed you it on his shoulders and the upper back or leg. She was wearing it in her kitchen watching tv, in her bed watching tv and then she did fall asleep for couple hours within on her shoulders. She did not engage in exercise while using the product. She never checked her skin under the product while wearing thermacare on (B)(6) 2018 and she can't see there behind her head. She read the usage instructions on thermacare before she used the product. She had been using thermacare that day probably through maybe 7 or 8 hours. She did not consult a healthcare professional for the problem/symptom. She didn't know what she should, she was concerned because she had a bad burn. Her girlfriend that she worked out with, her husband was a doctor. Then the patient called her friend and said look what happened to patient and sent her a picture and she said keep using the cream, the silvadene cream because its burn cream. She said didn't stop using. The action taken in response to the events for thermacare heatwrap was permanently withdrawn in (B)(6) 2018. The outcome of the event "huge black burns on the back of shoulder/red and blistery/ blisters in a circle the size of an apple/like dark brown and huge; blistering/it felt bubbled/became so sensitive; bad pain/hurts" was resolving and the outcome of the other events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2018): new information received from a contactable consumer includes patient data (age, race, height, weight), medical history, past drug data, concomitant drug data, device data (trade name, indication, lot number, expiry date, upc/UDI number, action taken, start date and stop date) and information, new event (never checked her skin under the product while wearing thermacare/read the usage instructions on thermacare before she used the product), new product complaint (thermacare wasn't really very warm anymore), onset date of events, treatment details and event details. Company clinical evaluation comment based on the information provided, the events of burns second degree and intentional device misuse as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event skin discolouration was medically assessed as non-serious. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of burns second degree and intentional device misuse as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event skin discolouration was medically assessed as non-serious. The events are medically assessed as associated with the use of the device.

Event description:
Huge black burns on the back of my shoulder/ red and blistery/ blisters were in a circle the size of an apple [burns second degree] , dark brown skin in that spot, that is about 3 x 3 inches/ flat and dark [skin discolouration] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwrap), via an unspecified route of administration from an unspecified date for an unspecified indication. Relevant medical history and concomitant medications were not reported. The patient used the heatwrap and then had huge black burns on the back of her shoulder which was red and blistery in (B)(6) 2018. The blisters were in a circle the size of an apple. The patient applied silvadene cream to the area which helped and today the blisters are gone. The patient reports that she now has dark brown skin in that spot, that is about 3 x 3 inches, it is flat and dark in (B)(6) 2018. The outcome of the event burn blister is recovering. The outcome of the other event is unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event skin discolouration was medically assessed as non-serious. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event skin discolouration was medically assessed as non-serious. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she "had 2 blisters and a huge burn" after wearing a wrap. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] huge black burns on the back of shoulder/red and blistery/ blisters in a circle the size of an apple/like dark brown and huge; blistering/it felt bubbled/became so sensitive; bad pain/hurts/burned [burns second degree], never checked her skin under the product while wearing thermacare/read the usage instructions on thermacare before she used the product [intentional device misuse]. This is a spontaneous report from a contactable consumer (patient). A (B)(6) year-old female patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain), device lot number t65617, expiration date sep2020, upc/UDI number (B)(4), ndc number (B)(4), from (B)(6) 2018 (2 days ago) to (B)(6) 2018 at unknown frequency because she had a knot in her neck in her muscle, muscle pain and stress in her neck. Medical history included blood pressure abnormal from 2014 an ongoing, which was diagnosed in 2014, she took the pill and her blood pressure was now perfect because she went to the gym every day. Concomitant medications included ethinylestradiol, ferrous fumarate, norethisterone acetate (junel fe) daily ongoing for birth control and losartan tablet (strength: 50 mg) orally at 50 mg daily ongoing for blood pressure. The patient previously used thermacare heatwraps for unknown indication and did not experience any problem/symptom. The patient used the heatwrap on (B)(6) 2018 (2 days ago), wednesday night she put it on and then had huge black burns on the back of her shoulder which was red and blistery on (B)(6) 2018. The blisters were in a circle the size of an apple. The patient applied silvadene cream to the area which helped and today (B)(6) 2018 the blisters were gone. The patient reported that she now had dark brown skin in that spot, that was about 3 x 3 inches, it was flat and dark in (B)(6) 2018. The patient further stated that she used this thermacare heat wraps all the time when she had extra pains and couple of days ago she had a knot from the gym, she guessed, that was from the stress in her neck and she was using ice and then she put this on, the heat because she only had probably put it on around 5 pm and when she was getting ready for that she took it off, wasn't really very warm anymore and she put a fresh one on and she laid back on her bed, she was watching tv, and the next morning got rest she went to the gym and her neck was killing herself like she was putting ice and then she went to touch it and it felt bubbled on (B)(6) 2018. She made her daughter look at it and had 2 blisters and a huge burn which was why became so sensitive. So, yesterday (B)(6)2018, knowing that there was something there, she had an old container of silvadene cream (silver sulfadiazine) usp 1%, which was like a burn cream. She had 2 containers. She put that on and a piece of gauze that was sterile and wore it all day and this morning she woke up, the blisters were gone but now it was like really dark brown and huge she had like a really bad burn. She asked if this was when she should be doing using this cream. She stated "so my question is should I continue to keep using this cream that I have silvadene (silver sulfadiazine) cream it is but they are not, the one says expires oct2019 that is okay. The other one expires 2013 but are they still technically do work." She stated that the one container she had found in the cabinet, it expired in 2013. Then she found another one in her car, this one looked like it said, expired oct2018. She thought it's an 8. She didn't know what to put on this burn. She stated that she just put it on immediately herself because it was blistering and very red now today it's more of a burn. She stated that she had a knot in her left kind of on the shoulder but a little bit below where she had a knot and didn't know if she pulled a muscle in the gym because she went to the gym every day. She stated that yesterday (B)(6) 2018 morning was when she saw it. When she got up in the morning, as soon as she woke up, it was very painful her back so she needed her daughter look at it and she took a picture. She had a photo of it with the blister yesterday (B)(6) 2018 and then today (B)(6) 2018 the blisters were gone but it's a top burn now. It hurt. She was olive and had a pretty bad pain. She took advil for the pain. The patient was currently under the care of a primary care physician. She did not have diabetes, poor circulation, heart disease nor difficulty feeling heat at all and she was very healthy. She did not have sensitive skin at all. She had no abnormal skin conditions. She previously used heating pads in the past but not since like it because this was wonderful, it was very well for her and never experienced a problem/symptom. She purchased red box. This thermacare heatwrap said muscle pain therapy for 8 hours and on the box they sell it on the upper back shoulder like where she put it. It said multi-purpose and they showed you it on his shoulders and the upper back or leg. She was wearing it in her kitchen watching tv, in her bed watching tv and then she did fall asleep for couple hours with it on her shoulders. She did not engage in exercise while using the product. She never checked her skin under the product while wearing thermacare on (B)(6) 2018 and she can't see there behind her head. She read the usage instructions on thermacare before she used the product. She had been using thermacare that day probably through maybe 7 or 8 hours. She did not consult a healthcare professional for the problem/symptom. She didn't know what she should, she was concerned because she had a bad burn. Her girlfriend that she worked out with, her husband was a doctor. Then the patient called her friend and said look what happened to patient and sent her a picture and she said keep using the cream, the silvadene cream because its burn cream. She said didn't stop using. The action taken in response to the events for thermacare heatwrap was permanently withdrawn in (B)(6) 2018. The patient confirmed the product was discarded/already thrown it away. The outcome of the event "huge black burns on the back of shoulder/red and blistery/ blisters in a circle the size of an apple/like dark brown and huge; blistering/it felt bubbled/became so sensitive; bad pain/hurts" was resolving. The outcome of the other event was unknown. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she "had 2 blisters and a huge burn" after wearing a wrap. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (28sep2018): new information received from a contactable consumer includes patient data (age, race, height, weight), medical history, past drug data, concomitant drug data, device data (trade name, indication, lot number, expiry date, upc/UDI number, action taken, start date and stop date) and information, new event (never checked her skin under the product while wearing thermacare/read the usage instructions on thermacare before she used the product), new product complaint (thermacare wasn't really very warm anymore), onset date of events, treatment details and event details. Follow up (12oct2018): new information from contactable consumer includes: product discarded. Follow-up (15oct2018): new information received from a contactable consumer includes: event data (treatment and onset date of "dark brown skin in that spot, that is about 3x3 inches/flat and dark"; no hospitalization involved for the events "dark brown skin in that spot, that is about 3x3 inches/flat and dark" and "huge black burns on the back of my shoulder/ red and blistery/ blisters were in a circle the size of an apple/now it is like really dark brown and huge; really bad burn; it was blistering"). Follow-up (15nov2018): new information received from product quality complaint group includes investigation results. Company clinical evaluation comment: based on the information provided, the events of burns second degree and intentional device misuse as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of burns second degree and intentional device misuse as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] huge black burns on the back of shoulder/red and blistery/ blisters in a circle the size of an apple/like dark brown and huge; blistering/it felt bubbled/became so sensitive; bad pain/hurts/burned [burns second degree] , never checked her skin under the product while wearing thermacare/read the usage instructions on thermacare before she used the product [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable consumer (patient). A (B)(6) female patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain), device lot number t65617, expiration date sep2020, upc/UDI number (B)(4), ndc number (B)(4), from (B)(6) 2018 (2 days ago) to (B)(6) 2018 at unknown frequency because she had a knot in her neck in her muscle, muscle pain and stress in her neck. Medical history included blood pressure abnormal from 2014 to an unknown date, which was diagnosed in 2014, she took the pill and her blood pressure was now perfect because she went to the gym every day. Concomitant medication included ethinylestradiol, ferrous fumarate, norethisterone acetate (junel fe) for birth control and losartan tablet (strength: 50 mg) orally at 50 mg for blood pressure. The patient previously used thermacare heatwraps for unknown indication and experienced no adverse effect, did not experience any problem/symptom. The patient used the heatwrap on (B)(6) 2018 (2 days ago), wednesday night she put it on and then had huge black burns on the back of her shoulder which was red and blistery on (B)(6) 2018. The blisters were in a circle the size of an apple. The patient applied silvadene cream to the area which helped and today (B)(6) 2018 the blisters were gone. The patient reported that she now had dark brown skin in that spot, that was about 3 x 3 inches, it was flat and dark in (B)(6) 2018. The patient further stated that she used this thermacare heat wraps all the time when she had extra pains and couple of days ago she had a knot from the gym, she guessed, that was from the stress in her neck and she was using ice and then she put this on, the heat because she only had probably put it on around 5 pm and when she was getting ready for that she took it off, wasn't really very warm anymore and she put a fresh one on and she laid back on her bed, she was watching tv, and the next morning got rest she went to the gym and her neck was killing herself like she was putting ice and then she went to touch it and it felt bubbled on (B)(6) 2018. She made her daughter look at it and had 2 blisters and a huge burn which was why became so sensitive. So, yesterday (B)(6) 2018, knowing that there was something there, she had an old container of silvadene cream (silver sulfadiazine) usp 1%, which was like a burn cream. She had 2 containers. She put that on and a piece of gauze that was sterile and wore it all day and this morning she woke up, the blisters were gone but now it was like really dark brown and huge she had like a really bad burn. She asked if this was when she should be doing using this cream. She stated "so my question is should I continue to keep using this cream that I have silvadene (silver sulfadiazine) cream it is but they are not, the one says expires oct2019 that is okay. The other one expires 2013 but are they still technically do work." She stated that the one container she had found in the cabinet, it expired in 2013. Then she found another one in her car, this one looked like it said, expired oct2018. She thought it's an 8. She didn't know what to put on this burn. She stated that she just put it on immediately herself because it was blistering and very red now today it's more of a burn. She stated that she had a knot in her left kind of on the shoulder but a little bit below where she had a knot and didn't know if she pulled a muscle in the gym because she went to the gym every day. She stated that yesterday (B)(6) 2018 morning was when she saw it. When she got up in the morning, as soon as she woke up it was very painful her back so she needed her daughter look at it and she took a picture. She had a photo of it with the blister yesterday (B)(6) 2018 and then today (B)(6) 2018 the blisters were gone but it's a top burn now. It hurt. She was olive and had a pretty bad pain. She took advil for the pain. The patient was currently under the care of a primary care physician. She did not have diabetes, poor circulation, heart disease nor difficulty feeling heat at all and she was very healthy. She did not have sensitive skin at all. She had no abnormal skin conditions. She previously used heating pads in the past but not since like it because this was wonderful, it was very well for her and never experienced a problem/symptom. She purchased red box. This thermacare heatwrap said muscle pain therapy for 8 hours and on the box they sell it on the upper back shoulder like where she put it. It said multi-purpose and they showed you it on his shoulders and the upper back or leg. She was wearing it in her kitchen watching tv, in her bed watching tv and then she did fall asleep for couple hours with it on her shoulders. She did not engage in exercise while using the product. She never checked her skin under the product while wearing thermacare on (B)(6) 2018 and she can't see there behind her head. She read the usage instructions on thermacare before she used the product. She had been using thermacare that day probably through maybe 7 or 8 hours. She did not consult a healthcare professional for the problem/symptom. She didn't know what she should, she was concerned because she had a bad burn. Her girlfriend that she worked out with, her husband was a doctor. Then the patient called her friend and said look what happened to patient and sent her a picture and she said keep using the cream, the silvadene cream because its burn cream. She said didn't stop using. The action taken in response to the events for thermacare heatwrap was permanently withdrawn in (B)(6) 2018. The patient confirmed the product was discarded. The outcome of the event "huge black burns on the back of shoulder/red and blistery/ blisters in a circle the size of an apple/like dark brown and huge; blistering/it felt bubbled/became so sensitive; bad pain/hurts" was resolving and the outcome of the other event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2018): new information received from a contactable consumer includes patient data (age, race, height, weight), medical history, past drug data, concomitant drug data, device data (trade name, indication, lot number, expiry date, upc/UDI number, action taken, start date and stop date) and information, new event (never checked her skin under the product while wearing thermacare/read the usage instructions on thermacare before she used the product), new product complaint (thermacare wasn't really very warm anymore), onset date of events, treatment details and event details. Follow up ((B)(6) 2018): new information from contactable consumer includes: product discarded. Follow-up ((B)(6) 2018): new information received from a contactable consumer includes: event data (treatment and onset date of "dark brown skin in that spot, that is about 3x3 inches/flat and dark"; no hospitalization involved for the events "dark brown skin in that spot, that is about 3x3 inches/flat and dark" and "huge black burns on the back of my shoulder/ red and blistery/ blisters were in a circle the size of an apple/now it is like really dark brown and huge; really bad burn; it was blistering"). Company clinical evaluation comment: based on the information provided, the events of burns second degree and intentional device misuse as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of burns second degree and intentional device misuse as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] huge black burns on the back of shoulder/red and blistery/ blisters in a circle the size of an apple/like dark brown and huge; blistering/it felt bubbled/became so sensitive; bad pain/hurts/burned [burns second degree] , never checked her skin under the product while wearing thermacare/read the usage instructions on thermacare before she used the product [intentional device misuse] , dark brown skin in that spot, that is about 3 x 3 inches/ flat and dark [skin discolouration] , . Case narrative: this is a spontaneous report from a contactable consumer (patient). A (B)(6) female patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain), device lot number t65617, expiration date sep2020, upc/UDI number (B)(4), ndc number (B)(4), from (B)(6) 2018 (2 days ago) to (B)(6) 2018 at unknown frequency because she had a knot in her neck in her muscle, muscle pain and stress in her neck. Medical history included blood pressure abnormal from 2014 to an unknown date, which was diagnosed in 2014, she took the pill and her blood pressure was now perfect because she went to the gym every day. Concomitant medication included ethinylestradiol, ferrous fumarate, norethisterone acetate (junel fe) for birth control and losartan tablet (strength: 50 mg) orally at 50 mg for blood pressure. The patient previously used thermacare heatwraps for unknown indication and experienced no adverse effect, did not experience any problem/symptom. The patient used the heatwrap on (B)(6) 2018 (2 days ago), wednesday night she put it on and then had huge black burns on the back of her shoulder which was red and blistery on (B)(6) 2018. The blisters were in a circle the size of an apple. The patient applied silvadene cream to the area which helped and today (B)(6) 2018 the blisters were gone. The patient reported that she now had dark brown skin in that spot, that was about 3 x 3 inches, it was flat and dark in (B)(6) 2018. The patient further stated that she used this thermacare heat wraps all the time when she had extra pains and couple of days ago she had a knot from the gym, she guessed, that was from the stress in her neck and she was using ice and then she put this on, the heat because she only had probably put it on around 5 pm and when she was getting ready for that she took it off, wasn't really very warm anymore and she put a fresh one on and she laid back on her bed, she was watching tv, and the next morning got rest she went to the gym and her neck was killing herself like she was putting ice and then she went to touch it and it felt bubbled on (B)(6) 2018. She made her daughter look at it and had 2 blisters and a huge burn which was why became so sensitive. So, yesterday (B)(6) 2018, knowing that there was something there, she had an old container of silvadene cream (silver sulfadiazine) usp 1%, which was like a burn cream. She had 2 containers. She put that on and a piece of gauze that was sterile and wore it all day and this morning she woke up, the blisters were gone but now it was like really dark brown and huge she had like a really bad burn. She asked if this was when she should be doing using this cream. She stated "so my question is should I continue to keep using this cream that I have silvadene (silver sulfadiazine) cream it is but they are not, the one says expires oct2019 that is okay. The other one expires 2013 but are they still technically do work." She stated that the one container she had found in the cabinet, it expired in 2013. Then she found another one in her car, this one looked like it said, expired oct2018. She thought it's an 8. She didn't know what to put on this burn. She stated that she just put it on immediately herself because it was blistering and very red now today it's more of a burn. She stated that she had a knot in her left kind of on the shoulder but a little bit below where she had a knot and didn't know if she pulled a muscle in the gym because she went to the gym every day. She stated that yesterday (B)(6) 2018 morning was when she saw it. When she got up in the morning, as soon as she woke up it was very painful her back so she needed her daughter look at it and she took a picture. She had a photo of it with the blister yesterday (B)(6) 2018 and then today (B)(6) 2018 the blisters were gone but it's a top burn now. It hurt. She was olive and had a pretty bad pain. She took advil for the pain. The patient was currently under the care of a primary care physician. She did not have diabetes, poor circulation, heart disease nor difficulty feeling heat at all and she was very healthy. She did not have sensitive skin at all. She had no abnormal skin conditions. She previously used heating pads in the past but not since like it because this was wonderful, it was very well for her and never experienced a problem/symptom. She purchased red box. This thermacare heatwrap said muscle pain therapy for 8 hours and on the box they sell it on the upper back shoulder like where she put it. It said multi-purpose and they showed you it on his shoulders and the upper back or leg. She was wearing it in her kitchen watching tv, in her bed watching tv and then she did fall asleep for couple hours with it on her shoulders. She did not engage in exercise while using the product. She never checked her skin under the product while wearing thermacare on (B)(6) 2018 and she can't see there behind her head. She read the usage instructions on thermacare before she used the product. She had been using thermacare that day probably through maybe 7 or 8 hours. She did not consult a healthcare professional for the problem/symptom. She didn't know what she should, she was concerned because she had a bad burn. Her girlfriend that she worked out with, her husband was a doctor. Then the patient called her friend and said look what happened to patient and sent her a picture and she said keep using the cream, the silvadene cream because its burn cream. She said didn't stop using. The action taken in response to the events for thermacare heatwrap was permanently withdrawn in (B)(6) 2018. The patient confirmed the product was discarded. The outcome of the event "huge black burns on the back of shoulder/red and blistery/ blisters in a circle the size of an apple/like dark brown and huge; blistering/it felt bubbled/became so sensitive; bad pain/hurts" was resolving and the outcome of the other events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2018): new information received from a contactable consumer includes patient data (age, race, height, weight), medical history, past drug data, concomitant drug data, device data (trade name, indication, lot number, expiry date, upc/UDI number, action taken, start date and stop date) and information, new event (never checked her skin under the product while wearing thermacare/read the usage instructions on thermacare before she used the product), new product complaint (thermacare wasn't really very warm anymore), onset date of events, treatment details and event details. Follow up ((B)(6) 2018): new information from contactable consumer includes: product discarded. Company clinical evaluation comment: based on the information provided, the events of burns second degree and intentional device misuse as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event skin discolouration was medically assessed as non-serious. The events are medically assessed as associated with the use of the device, comment: based on the information provided, the events of burns second degree and intentional device misuse as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event skin discolouration was medically assessed as non-serious. The events are medically assessed as associated with the use of the device.